Event description:
It was reported to boston scientific corporation that a dreamwire was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, during the procedure, the cannulation was difficult. The patient's anatomy was tortuous. The physician noticed a slight resistance while attempting to advance the guidewire into the common bile duct. A microperforation occurred during the placement attempt. The dreamwire was removed from the patient. No treatment was administered for the microperforation. Due to the patient's tortuous anatomy and under the physician's discretion, the procedure was not completed. The physician referred the patient to another hospital. It is not known whether or not another procedure has been performed. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.